Event description:
Esophagogastroduodenoscopy with dilatation and capsule endoscopy. During capsule insertion attempt, the deployment device failed to deploy, a new device was obtained and capsule deployed without incident. No harm to the patient. The device that failed to perform as intended was retuned via the steris representative.